Event description:
It was reported that during a da vinci-assisted proximal gastrectomy surgical procedure, the maryland bipolar forceps instrument allegedly sparked. The user continued the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with the alleged issue; however, failure analysis is still ongoing. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was found with charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Additionally, the instrument was found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the maryland bipolar forceps was inspected prior to use and there was no damage or anything out of the ordinary that was found. A pin gauge was used to inspect the cannula prior to use. After the arcing event the user noted that the pully cover seemed to be melted. The arcing event appeared to have originated from the base part of the wrist and the arcing ground between the jaws. The surgical task that was being conducted at the time of the arcing event was cutting the liver parenchyma. The surgeon noted that arcing is expected from the fenestrate bipolar forceps, therefore, maybe the arcing event occurred from the maryland bipolar forceps or the energy output from the force triad may have been too high. The bipolar energy was activated on the electrosurgical unit (esu) when the arcing event occurred. The maryland bipolar forceps instrument was in use for about four to five hours prior to the arcing event occurring. The suction irrigator along with the tip up fenestrated grasper were also being used when the arcing event occurred. The instrument tips did not collide with any other instrument or tool during the procedure or touch any staples, clips, or sutures. Prior to the maryland bipolar forceps being activated, water had been applied via the suction irrigator. There was no patient injury or harm, and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. There was a surgical delay.

Event description:
Refer to h10/h11 for follow-up information.